Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable before, during and post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).the device is included in the battery performance alert advisory issued by abbott on (B)(4) 2017.

Manufacturer narrative:
This supplemental report is to correct the initial MDR 2017865-2018-12772 - date received by manufacturer: from 08/14/2018 to 07/18/2018. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Manufacturer narrative:
Correction: describe event or problem- 2017865-2018-12772 was mistakenly reported as there was no evidence of a battery performance alert. The narrative in this report should replace that of the initial description. Correction: (B)(4). Correction: recall was mistakenly selected in 2017865-2018-12772. Correction recall number was mistakenly reported as the device did not exhibit a battery performance alert.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable before, during and post procedure.